Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study ((B)(6) clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period (less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the (B)(6) clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2019, six valves were placed in the left upper lobe (lul). Approximately one hour post-procedure, the patient had a left-sided pneumothorax due to rapid collapse of lul and rapid expansion of left lower lobe. A 14 french chest tube was placed into the midclavicular line and connected to water seal. Daily chest x-rays were repeated with minimal improvement noted. The patient felt very anxious and insisted on going home. The option of sending the patient home on a heimlich valve was presented, and the patient agreed. Prior to discharge, her left chest tube was attached to a heimlich valve and she was monitored for several hours. A repeat cxr was obtained, and noted to be unchanged. Exercise oximetry was obtained, and did not reveal hypoxia. The patient was discharged home on (B)(6) 2019 and instructed to follow up on (B)(6) 2019. On (B)(6) 2019, patient complained of cough and shortness of breath. A chest x-ray was obtained revealing large residual of the initial pneumothorax, and patient was directly admitted to the hospital. A 20 french chest tube was inserted in the mid-axillary line and connected to water seal and suction. The initial small bore chest tube was removed. Post-cxr revealed good re-expansion of lung, however, persistent air leak remained. On admission day 2, a trial off suction was performed and the left pneumothorax was noted to enlarge significantly on cxr. On admission day 3, 4 grams of slurry talc was instilled into the pleural space and the chest tube was clamped for one hour. The patient was instructed to change body positions for the next hour. After 1 hour the chest tube was unclamped and attached back to suction. The patient remained on suction for the next 3 days. On admission day 6, an additional 4 grams of sterile talc slurry was instilled into the pleural space and the atrium was decreased to -10 suction and elevated to allow air to escape. The patient was instructed to frequently change body positions during this time. A continued air leak was noted over the next few admission days. On hospital day 9, the patient was placed back on water seal overnight. A chest x-ray revealed minimal increase in the left apical pneumothorax. On (B)(6) 2019, the patient was asymptomatic, switched to a mini-atrium, instructed on use and discharged home with a chest tube in place. The patient had a follow-up appointment on (B)(6) 2019; a cxr appeared stable and a minimal air leak was noted. The patient had another follow-up appointment on (B)(6) 2019; the patient complained of increased pain around the chest tube site. A pa/lateral cxr was obtained. No pneumothorax was noted, and the chest tube was noted to be retracted on imaging and during physical examination. The chest tube was removed and the site dressed to prevent infection. No immediate complications were noted by the patient. The patient returned for follow-up on (B)(6) 2019 and noted no physical complications. An additional pa/lateral cxr was obtained and no pneumothorax was noted. The patient will continue to be monitored closely with a follow up CT scan and pft in 6 weeks.